Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 3.011 mg/day, bupivacaine 3.011 mg/day, fentanyl 200.7 mcg/day and baclofen 50.18 mcg/day (concentration was unknown) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient had withdrawal symptoms: vomiting, stomach cramps, anxiety, depression. The symptoms started (B)(6) 2017 when they took the bolus away, and then she went through even more after (B)(6) 2017. The alarm date was (B)(6) 2017. It was unknown if an alarm was heard. The patient called the primary care doctor and got medication for 15 days and they ran out. The patient presented to the emergency room (ER) last week and was given morphine for five days and sent home. The doctor dismissed the patient and it was unknown why. The patient has not found a doctor to fill her pump. Every doctor they had called does not do pumps anymore. The patient was seeking a doctor to fill the pump with drugs or saline. No further complications were reported. Additional information was received from a consumer. It was unknown if an alarm was heard. The patient had not found a managing physician. No actions/interventions were done for the withdrawal symptoms. The withdrawal symptoms resolved. Additional information was received from healthcare professional regarding a patient who was receiving fentanyl, 1000 mcg/ml concent ration at 48 mcg/day dose, bupivacaine, 15 mg/ml concentration at 0.72 mg/day dose, baclofen, 250 mcg/ml concentration at 12 mcg/day dose and morphine, 15 mg/ml concentration at 0.72 mg/day dose. It was reported that an alarm was occurring for empty pump and the patient missed the refill. Patient was now being seen by different hcp- while waiting to get to see the hcp the pump went empty. The hcp stated that they did not pull the logs to see when the pump went empty but the hcp stated they filled with saline on this report date and would like to program at lowest dose possible and then see patient after old drug was cleared and start them up on mono-therapy. The troubleshooting resolved the reported event. Patient was to be filled after bridge elapse. The hcp stated that patient told her she did not have symptoms of withdrawal. Pump was last filled in october so pump went empty sometime since then. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional. The hcp was refilling the pump with fentanyl 1000mcg/ml at 100.3 mcg/day. The preservative free normal saline (pfns) has been infusing in the pump for the past 18days at 0.048 ml/day. Ttv .577ml . All of the old drug has been infused to the patient and pfns was infusing now. The hcp elected not to do a priming bolus to move the pfns out.